Event description:
It was reported that the insulin pump alarmed button error. The customer's blood glucose was 5.7 mmol/l and the customer treated with manual injections. The caller did not observe any significant events leading to the alarm. The caller was advised to discontinue use of the insulin pump and revert to a back-up plan. The caller was advised to replace the insulin pump. The caller stated that she wanted to give the insulin pump to her local representative.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.